Event description:
A report was received that the patient¿s ipg was implanted deep causing pain and discomfort with sitting/movement and difficulty charging the ipg. The patient will undergo a revision procedure wherein the pocket site will be repositioned and ipg will be replaced.

Event description:
A report was received that the patient¿s ipg was implanted deep causing pain and discomfort with sitting/movement and difficulty charging the ipg. The patient will undergo a revision procedure wherein the pocket site will be repositioned and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.